Event description:
It was reported that there was a high ventricular threshold observed about a month prior and again during a recent patient visit. The patient's lower rate had been adjusted to 70 ppm due to many pvc's. During the recent visit, some ventricular capture management (vcm) tests showed intermittent capture. Vcm was turned to monitor only and the threshold was increased. The patient is scheduled to return in a month. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.